Manufacturer narrative:
Device evaluation of battery packs sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. As received, the battery packs were unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p1, p2, and p4 pad on battery (B)(4) and the p2 and p4 pad on battery (B)(4) were loose. The cause of the non-functional battery packs is the loose busbars. The root cause of the loose busbars cannot be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's battery packs were unable to charge.